Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing bilateral lower extremity burning discomfort. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2408-56 serial#: (B)(4) description: avista MRI perc lead kit, 56 cm model#: sc-4319 lot#: 20254596 description: clik x MRI anchor.

Event description:
A report was received that the patient was experiencing bilateral lower extremity burning discomfort. The patient will undergo an explant procedure.